Event description:
Patient was revised to pain and instability. Also reported was that the tibial component was oversized. Update rec'd 3/27/2015 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from loosening. The physician noted "the entire medial side of the femoral component was not well fixed at all...the medial side was quote loosened and required very little work." Cement is being added and reported due to allegations.

Manufacturer narrative:
Additional narrative: the device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. There is litigation involving this patient. Follow-up activities are being performed by the depuy legal team. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).